Event description:
It was reported that the right ventricular lead had high impedance, no sensing or capture at a high output, noise and oversensing were observed, and a possible fracture was suspected. Reprogramming was performed to unipolar and a replacement was planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)